Event description:
It was reported that in the beginning the performance was satisfactory for the pt, who was implanted on (B)(6) 2009. Testings carried out between (B)(6) 2011 and (B)(6) 2012 show 5 to 6 electrode channels in status hi and the ground path impedance gradually increasing. A diagnostic image is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.